Event description:
It was reported that the device broke. A 1.50mm rotalink plus was selected for use. During preparation, while testing the rotational speed, it was noted that the base part of the device broke into two near the burr. The procedure was complete with a different burr device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator rotalink plus device. The advancer and burr catheter were received together. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. The rotawire was not returned for analysis. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged coils inside of the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device broke. A 1.50mm rotalink plus was selected for use. During preparation, while testing the rotational speed, it was noted that the base part of the device broke into two near the burr. The procedure was complete with a different burr device. No patient complications were reported.